Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an anterior resection procedure on (B)(6) 2016 and suture was used continuous for fascia closure. Following the procedure, when the patient came back for staple removal, the fascia was opened from the incision in its lower part due to suture breakage. The patient underwent a re-operation and the fascia was closed with other suture. Apparently the patient is not suffering from an infection and she is well. The patient will stay admitted for five days of observation.

Manufacturer narrative:
Representative samples were returned for evaluation. Visual and functional examinations revealed no defects or suture breakages and samples met requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.